Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed low battery and when the battery was changed the display stayed blank. Customer's blood glucose was unknown. Troubleshooting was performed and customer's mothers stated the device was not dropped, bumped, nor exposed to moisture. No damage was noted on the battery compartment components. New battery was inserted and the display did not return. Customer's mother was advised to clean the battery compartment components and call back in 10 minutes if anomaly persisted. Customer's mother called back. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with high idle currents. The problem was isolated to mother board. No blank display or low battery alarms were noted. The pump also had minor scratches on the lcd window.